Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. The reported difficulty removing the device from the anatomy could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty removing the device, unexpected medical intervention and device embedded in tissue or plaque appear to be related to circumstances of the procedure; however, the reported separation appears to be related to user error/operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. - date of event updated medical device problem codes 1528 and 2017 added.

Event description:
Subsequent to the initially filed report, the following information was provided: the balloon separated when removing the device and there was resistance with the anatomy during removal. Force was applied. A snare was attempted but was unsuccessful. The stent was post-dilated. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Date of event :estimated.

Event description:
It was reported that the 4.5x20 mm nc trek balloon dilatation catheter (bdc) separated in the anatomy. The separated portion was left in and a stent was placed over it to secure it to the vessel. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was provided: the balloon separated when removing the device and there was resistance with the anatomy during removal. Force was applied. An attempt was made to snare the separated portion, but was unsuccessful. The stent was post-dilated.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. The reported difficulty removing the device from the anatomy could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty removing the device, unexpected medical intervention and device embedded in tissue or plaque appear to be related to circumstances of the procedure; however, the reported separation appears to be related to user error/operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. B3 - correction - date of event updated. E1 - physician updated.